Event description:
The customer reported that during the procedure, the saw blade caught in the guide resulting in a vibration. The vibration caused the fixation screws to release and two of the screws came out of the surgical site, posing the risk of a material being lost in a surgical site. One screw was located in the oral cavity and the other screw was located post operatively when the draping was removed. The procedure was completed successfully. There was no clinically significant delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
The customer reported that during the procedure, the saw blade caught in the guide resulting in a vibration. The vibration caused the fixation screws to release and two of the screws came out of the surgical site, posing the risk of a material being lost in a surgical site. One screw was located in the oral cavity and the other screw was located post operatively when the draping was removed. The procedure was completed successfully. There was no clinically significant delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Based on statistical evaluation, there are no indications for any design, material or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time. If further information becomes available, the investigation will be re-evaluated.